Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to an infection. The source of the infection was determined to be the subcutaneous left pectoral region and it was noted that the crt-p pocket had been red and swollen since the implant approximately eight months prior. It was also noted that discomfort was observed. The patient was treated with intravenous and oral antibiotics and a leadless implantable pulse generator (ipg) was placed before the system was explanted. The crt-p system was sent to the hospital's laboratory for bacterial cultures and all of the products had negative bacterial culture results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.